Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
4 hours after implantation procedure, perforation was noticed. The patient was transferred to another facility for treatment. Lead appears to remain implanted at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.